Event description:
It was reported the videoscope displayed a noisy image during use. The procedure was completed with a back up device and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, h2, h3, h6 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the issue was attributed to a breakage of the print boards on the video connector however, a definitive root cause could not be established. It is likely the following led to the malfunction:. Accumulated electrical stress on the electrical parts on the boards and sudden over current. Overcurrent may occur by attaching/detaching scope connector while system is on, electrical leakage from other devices and electrical wiring, and adhered dust and humidity to electrical contacts of video system center and video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.